Event description:
(B)(6) clinical study. Same case as MDR#2134265-2013-08623, 2134265-2013-08624, 2134265-2013-08932, 2134265-2013-08933, and 2134265-2013-08934. It was reported that the patient experienced myocardial infarction (mi), and subsequently died. In (B)(6) 2013, the patient presented due to stable angina (ccs classification: 2) and was referred for cardiac catheterization. The first target lesion was located in the proximal left anterior descending artery (lad) and treated with pre-dilatation and placement of a 3.00 x 16 mm promus element (pe) plus stent. Following post dilatation, residual stenosis was 0%. A second target located in the 1st diagonal was treated with pre-dilatation and placement of a 3.00 x 16 mm pe plus stent. Following post dilatation, residual stenosis was 0%. A third, 80% stenosed, 10mm x 2.5mm target lesion was a denovo lesion located in the proximal circumflex (lcx). The third target lesion was treated with direct placement of a 2.50 x 12 mm pe plus stent. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented at the hospital due to cardiac arrest and was found to have elevated cardiac enzymes which were consistent with the protocol definition of mi. The location of the mi was not identifiable. The patient was referred for cardiac catheterization. The occluded proximal lcx was treated with the 5000 units of IV heparin and with pre-dilatation and placement of a 2.5 x 32 mm pe plus stent. Following post dilatation, the residual stenosis was unknown. The investigator suspected that the circumflex was not likely to be patent, so as a precautionary measure an intraortic balloon pump was placed for the further cardiac support. The discrete severe stenosis within the previously placed lad stent was treated with pre-dilatation and placement of a 3.00 x 28 mm pe plus stent. Following post dilatation, there was some residual stenosis just distal to the stent which was treated with placement of a 3.00 x 16 mm pe plus stent. Following post dilatation, the residual stenosis was unknown. In november 2013, the patient died. No autopsy was performed.

Event description:
It was further reported that on the evening prior to presenting at the hospital in (B)(6) 2013, the patient complained of worsening chest pain and weakness. The patient later collapsed and suffered cardiac arrest. He received immediate CPR and ems was called. Balloon angioplasty re-established antigrade flow in left circumflex artery (lcx). Following post dilatation of the implanted stent, the vessel remained patent, although distal to the stent, the vessel was diffusely diseased. Following post dilatation of the left anterior descending artery (lad) stents, the vessel remained patent although distal to the stents the vessel was diffusely diseased. Post procedure, the patient continued to be critically ill and his prognosis was extremely guarded. Subsequently, the patient was sedated and hypothermic protocol was initiated. The patient suffered anoxic brain injury and poor prognosis was confirmed by neurology consultation. Adjudication indicates stent thrombosis occurred.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).